Event description:
It was reported that prior to use, during preparation, as a xience xpedition stent delivery system (sds) was removed from the plastic hoop without reported force, prior to the removal of the protective sheath, the sds broke at the hub of the device. The device was set aside and another xience xpedition 2.5 x 18 mm sds was used successfully for the procedure. There was no patient involvement or clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.